Manufacturer narrative:
This lead was reported to be disposed by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was accidentally cut during a heart valve replacement procedure. Subsequently, an open circuit condition was detected, there were noisy signals on the shock channel, and the shock impedance measurements were greater than 200 ohms. During the revision procedure to replace the lead, the cut was visually confirmed. The lead was explanted and disposed of. No additional adverse patient effects were reported.